Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number "(B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ruptured. No issues were found in the event history log. Functional test couldn't be fully performed due to the nature of the device - found that the display is out of service. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was ruptured, and the display was damaged. The dso seal and display were replaced.

Event description:
It was reported that the device was returned due to a damaged screen. There was unknown patient involvement. Analysis found the downstream occlusion (dso) seal was ruptured.